Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event.

Event description:
On interrogation after explant, the pump also noted "pump in safe state".

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n284790, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (25 mg/ml at 7 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. A motor stall was seen on initial interrogation of the pump. The patient had not recently had an MRI. The event logs showed a number of motor stalls and recoveries; the event logs only went back to (B)(6) 2015 due to the number of motor stalls/recoveries in the logs. It was noted that eri (elective replacement indicator) had occurred and the pump said it should be replaced by (B)(6) 2015. The patient had symptoms of vomiting, diarrhea, and high blood pressure. The patient was admitted to the hospital; the reason for the admission was unknown by the reporter. The pump was replaced. The pump was interrogated after explant to try and silence the alarms. When the event logs were checked the reporter was now seeing a "reset occurred - low battery" event and eri showed 40 months. The pump was programmed off with password due to ongoing alarms. The cause of the event, diagnostics performed, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor feedthru anomaly involving shorting across insulator.

Event description:
Additional information was received from a company representative. The cause of the motor stalls and intermittent eri was unknown. The representative was not aware of any diagnostics that were done prior to the pump explant. It was noted that the eri error message was intermittent and would not show when the pump reset.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.